Manufacturer narrative:
On (B)(6) 2016: during follow up it was indicated that the customer has continued to experience elevated bg levels. However, the exact values were not provided. The customer would deliver boluses and insulin pens to stabilize bg levels. Reportedly, the customer is working with the clinical diabetes specialist on factors that may affect bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple incidents of elevated blood glucose (bg) levels ranging between 244 to 378 mg/dl. The customer would change supplies, deliver manual injections and boluses via the pump to stabilize bg levels. However, bg levels remained elevated despite pump boluses and manual injections. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the health care provider had changed settings about 10 days prior. It was indicated that the customer is in contact with the clinical diabetes specialist regarding bg levels.